Event description:
It was reported that the tubing detached from the hard plastic spike of a micro-volume inlet. This was found in the cabinet of the cleanroom. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from march 29, 2022 ¿ march 30, 2022. H10: the device was received for evaluation. Unaided eye visual inspection was performed under normal room conditions which observed that the inlet spike was detached from the inlet tubing. There was no other damage observed of the vented inlet. Functional testing was not possible due to the condition of the sample. The reported condition was verified. The cause of the condition was due to inadequate solvent being applied to the outer diameter of tube when it was inserted into the spike during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.